Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-15487, 2017865-2019-15488. It was reported that the patient presented in clinic. Upon review, it was noted the right ventricular (rv) lead and right atrial (ra) lead exhibited episodes of noise. Provocative testing showed intermittent noise with pocket manipulation on the ra lead. The physician was unsure what caused the lead noise and believed the pacemaker could be causing the noise. No interventions were performed. No adverse events were reported on the patient and the patient would be monitored.

Event description:
New information received notes atrial and ventricular noise reversion as well as true noise was once more observed on the atrial and ventricular leads. The leads remained implanted. No changes were made. The pacemaker was explanted due to having reached the elective replacement indicator (eri). There were no adverse consequences to the patient. The patient was stable.